Event description:
The customer reported that the ventilator alarmed and shut down while on a patient. The customer reported the ventilator would then not power back on. The customer reported there was no patient harm. The ventilator was returned to the manufacturing facility for analysis. Factory analysis of the ventilator revealed a component failure on the power management board which may result in a loss the 12v signal. Loss of the 12v signal may result in a vent inop occurrence with alarm during use in normal ventilation mode.